Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. Confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. Patient was under 2 years old. Labeling indicates: the dexcom g6 continuous glucose monitoring system (dexcom g6 system) is a real time, continuous glucose monitoring device indicated for the management of diabetes in persons age 2 years and older. No additional event or patient information is available.